Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was relocated due to discomfort. The implantable pulse generator (ipg) remains implanted, and the patient was doing well postoperatively.